Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample consisting of a piece of thread of 7 cm long approximately with the needle attached and the other piece of thread of 1 cm long approximately also with the needle attached. We have checked the open sample and we have noticed that there are marks of a needle holder or other surgical instrument in the end zone of one of the threads. Probably, the thread has been damaged during handling and it broke most probably due to a wrong handling not according to the instructions for use of the product. As stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the suture has been damaged by the user. Final conclusion: the open sample received has been damaged and broken most probably due to a wrong handling. Therefore, we conclude that the case is not confirmed because the broken thread defect is due to a possible incorrect handling not in accordance with the product's instructions for use. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the suture snapped towards the end, causing surgeon to re-suture. The patient was not injured. No further information has been received.